Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The driver had a section of its tip broken off halfway down the length of this tip. The remainder of the tip is twisted around its axis of rotation, matching the direction the driver is turned during tightening. Fracture analysis was subsequently performed on the broken driver. Optical imaging of the fractured surface of the driver reveals plastic deformation at the driver¿s hex lobes and torsional shear markings following circular patterns. The plastic deformation at the hex lobes and shaft indicates torsional overload of the fractured tip. This suggests the fractured driver tip underwent quasi-static overload torsional shear failure. A supplemental hardness test was performed. Device was within specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery reported on (B)(4), it was reported that the driver tip was broken when the surgeon tightened the new revised screw (p/n and lot# were unknown) on (B)(6) 2018. The surgeon could remove the broken tip from the screw head, so that the surgeon implanted the rod (p/n and lot# were unknown) and performed final tightening by using set screw (p/n and lot# were unknown). There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4).